Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient dislocating 1 year post-operation, no fractures. The patient had the largest neck possible for a 32 ceramic head +7. The surgeon revised to a cocr femoral head +12 to tighten patient up; not sure what caused dislocation.